Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm. Confidence kit exploded during a case. Complaint form sent. Per complaint form: when dr frankel attached the cement reservoir to the k2m fenestrated tap, he started turning the handle on the hydraulic pump, it pressurized and the pump itself exploded and broke into two pieces. No remnants in patient - all found.

Manufacturer narrative:
(B)(4). The confidence hydraulic pump (product code: 2839-06-100, lot number: htnbh2) was returned to the complaints handling unit (chu). The body of the pump had fractured at its tip, splitting a portion of the pump away from the rest of the body. The fracture travels down two ridges on opposite sides of the pump and comes together approximately one third of the way down the body. The fracture continues along two separate veins on one side, but did not break away from the body of the pump. The surface of the break towards the tip of the pump is notably smooth and not jagged. This appears to be indicative of the pump bursting under pressure as opposed to fracturing. The pump handle and plunger were removed from the broken pump body and inserted and secured into a spare. The pump was then tested using an pump pressure gage. The safety valve is within the specification. It was noted during close observation that there is damage at the inside lip of the pump. The tube connecting the pump to the cement reservoir is anchored to this location by staking it to this spot. Engineer stated that it is possible for the act of staking the tube may leave imperfections near the mouth of the pump. This can leave fine imperfections at the tip of the pump that will on rare occasions lead to the pump bursting at high pressure without the safety valve releasing. It has been noted that this is the only occurrence of a confidence pump breaking within the last 12 months. No other damage to the pump or associated parts was noted. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the pump breaking during use cannot be determined from the sample and the information provided. Based on testing of the pump and input from a potential root cause may be imperfections cause while staking the pump¿s tube to the inside of the body of the pump. This can leave fine imperfections at the tip of the pump that will on rare occasions lead to the pump bursting at high pressure without the safety valve releasing. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.